Manufacturer narrative:
Reference number (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Intussusception is a known complication of a peg- j tube placement. H6 code of 4581 was chosen to capture the event of intussusception. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the duodopa was restarted and the patient felt bloated. On (B)(6) 2022, the patient was taken to the emergency room, diagnosed with an intussusception related to the tube and was transported to another hospital. On (B)(6) 2022, the j tube was removed, the intussusception resolved spontaneously with removal of the j tube and the patient was able to eat. On (B)(6) 2002, the patient was discharged home without the tubing.